Event description:
It was reported that episodes of myopotential inhibition were noted on the stored egm. Reviewed egm revealed noise that was inhibiting pacing. Possible myopotential oversensing was discussed. Turning lfa was recommended. Noise was still reproducible with isometrics. Additional programming changes were made. The issue was resolved. Further actions and dft will be discussed with the physician. The patient was fine throughout and will continue to be monitored with routine follow-up.